Event description:
Information was received from a consumer regarding a patient receiving sufentanil, ketamine, and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient reported a communicator charging issue. When the agent inquired about the charging port, the patient stated, ¿the cord goes into the port ok - it's a little hard to get it in, but once it's in, it's fine - but it used to charge perfectly and it would hold charge for 12 hours but now it goes to green and then a kinda dark red - it gets a really really bright red - if I use it once, then it wouldn't give me a bolus, it would say something is wrong with the connector¿ which the agent understood as the patient seeing a low communicator battery message on the handset the next time the patient would go to use it if they didn't charge it in between boluses. The patient stated the communicator indicator light did turn green when plugged in, but ¿it takes awhile, you kinda got to finesse it to get it in there - it stays pretty well once you get it in.¿ the patient stated they didn't know if the charge would last when they did charge it. When the agent inquired about the event date, the patient stated ¿about 4 days.¿ the patient inquired if they could get around not having to connect to the pump every time because of the communicator battery issue. It was noted that the patient started becoming escalated while the agent was attempting to review information. It was also noted that the patient was difficult to hear and understand throughout call, and the patient mentioned their voice was hoarse. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the communicator would not stay charged which was affecting the patient¿s ability to use it.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.